Manufacturer narrative:
09/19/2017 03:35 pm (gmt-4:00) added by (B)(6) (pid-(B)(4)). 09/19/2017 01:37 pm (gmt-4:00) added by (B)(6) (pid-(B)(4)): no repair information has been provided by the customer. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
Customer reported that prior to use on a patient, electrical test fails # 52 was generated on the cs300 intra-aortic balloon pump (iabp) just after it was turned on, and although they attempted to turn on/off the device, the iabp was unable to be recovered. The pump was replaced to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Manufacturer's evaluation of the iabp is pending.

Event description:
Customer reported that prior to use on a patient, electrical test fails # 52 was generated on the cs300 intra-aortic balloon pump (iabp) just after it was turned on, and although they attempted to turn on/off the device, the iabp was unable to be recovered. The pump was replaced to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
09/27/2017 11:58 am (gmt-4:00) added by (B)(4) (pid-(B)(4)): the (B)(4) (stm) evaluated the iabp and could not duplicate the alleged malfunction. The fse performed leak test for manifold drive and confirmed the leak. The fse replaced the manifold drive to resolve the leak issue. Full functional verification was performed and the iabp passed and was returned to the customer for clinical use.

Event description:
Customer reported that prior to use on a patient, electrical test fails # 52 was generated on the cs300 intra-aortic balloon pump (iabp) just after it was turned on, and although they attempted to turn on/off the device, the iabp was unable to be recovered. The pump was replaced to continue therapy. No patient injury or adverse event was reported.